Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was 300 mg/dl. Customer stated that the insulin pump had insulin flow block alarm and hardware low level failure. Customer stated the insulin exited. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind and self test was pass. The customer was treated with bolus. The device will not be returned for analysis.